Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, the cable connecting the distribution node (dn) and rear te was cut, damaging the pulse wire. The cause of the constant gong alarms is the damaged wire. The root cause of the damaged wire is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.